Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that the surgeon said spark occurred at the tip of bipolar on universal surgical manipulator (usm) 3 during the surgery. Technical service engineer (tse) confirmed there was no related error in the logs, and the instrument was connected ft10 generator. Tse advised the customer to check the tip of instrument and to avoid using if it was damaged. The customer accepted it. After the call, intuitive surgical inc. (Isi) representative got a message about the deformation at tip and exchanged the back-up instrument. The tse informed the representative to support it. A backup instrument was used. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected prior to use and there was nothing out of the ordinary. The thermal damage was first observed when the long bipolar was cauterized to peel the membrane. The surgeon does not know what caused the thermal damage. It was unknown if the instrument collided with other instruments. The arcing was not observed during the procedure. The csr considered the cause as it was connected to ft10. No patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer used a backup instrument to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.